Event description:
Approximately 9 day(s) post-operative of a right tha, it was reported via clinical study that the patient experienced hematoma with gluteal compartment syndrome. Approximately 7 days earlier, it was reported the patient experienced a deep vein thrombosis that was resolved with medication - treated with heparin drip and then aspirin daily. The patient underwent medical/surgical intervention by irrigation and debridement of right hip hematoma and IV antibiotics; with inpatient hospitalization or prolongation of existing hospitalization. The outcome of this event was resolved, and the clinical report indicates that this event is definitely not related to the device(s) and possibly related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 180-01-52 - nv crown cup clstr hole 52mm group 2: 2491614; 120-65-20 - bone screw 6.5mm dia x 20mm long: 2879875; 120-65-25 - bone screw 6.5mm dia x 25mm long: 2794515; 130-32-52 - nv gxl linr, ntrl, 32mm ID, group 2 cups: 2956955; 142-32-03 - cocr fem head 32mm +3.5 offset 12/14: 2709811; 160-00-19 - pf stem tapered plasma sz 19: 2424640. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.